Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation.

Event description:
Healthcare professional reported patient had a ¿deflation in august and removed them" via consultation notes. This record is for an unknown side. Device was explanted.

Event description:
It has been identified that this record, mrn 9617229-2025-11739, is a duplicate of mrn 9617229-2025-11645. Please see mrn 9617229-2025-11645 for reportable events.

Manufacturer narrative:
It has been identified that this record, mrn 9617229-2025-11739, is a duplicate of mrn 9617229-2025-11645. Please see mrn 9617229-2025-11645 for reportable events.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6a., d.6b.

Event description:
Healthcare professional reported patient had a ¿deflation in august and removed them" via consultation notes. This record is for an unknown side. Device was explanted.